Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Secondary surgical intervention, lens explanted and exchanged for shorter lens. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -14.0/+5.0/096 (sphere/cylinder/axis), in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2018 due excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. On (B)(6) 2018, the vault was 1.2ct.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial with residue on product. Visual inspection found the lens haptic torn and the torn piece missing. There was presence of residue on the product. (B)(4).